Manufacturer narrative:
Reported event. The usm was install onto a golden system where the 32101 error was triggered indicating fault on the usm, replicating the reported event. The usm was then installed onto a patient fixture test platform (pftp) where the direction test was found to be failing. Once testing was completed, the acm pca was aba tested and was verified to be the source of the fault. The acm pca was found to be the root cause of the reported event. The second usm was installed onto a golden system where the sureform engagement error was triggered indicating fault on the carriage, replicating the report event. The usm was then installed onto a pftp where carriage friction was found to be failing on the carriage dof 5. Once testing was completed, the carriage gearbox for dof 5 was aba tested and was verified to be the source of the fault.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure that arm 2 had a non-recoverable fault. Error 32101 was found in the system logs. The intuitive technical support engineer (tse) guided the customer with performing a system hard power cycle, but this did not resolve the issue. The customer stated they would swap the patient side cart (psc) from another system (sk5218). There were no reports of patient injury. The issue was escalated to intuitive field service.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.